Event description:
The customer reported that she was hospitalized due to blood glucose levels greater than 600 mg/dl. The customer had been experiencing high blood glucose levels the entire weekend prior to being admitted. The customer stated that she felt weak and lethargic. The customer felt that the insulin pump was not working properly, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.